Event description:
It was reported that the battery was found to be unable to be charged, therefore the treatment was stopped causing maceration of the perilesional tissue.

Manufacturer narrative:
The device used in treatment has been returned for evaluation. A visual inspection found the front and back enclosure broken, the functional evaluation was not able to establish a relationship between the device and the failure reported. The device was able to be charged and operated on battery power under test. However, the device was not able to generate or control negative pressure due to a defective vacuum motor. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history for the reported failure has been reviewed and shown that in the previous four years there have been further instances. These instances are being monitored to determine if additional preventive or corrective actions are required. This investigation has now been closed and recorded as mechanical component failure. Without the requested clinical information, a thorough medical investigation cannot be rendered. Should any additional clinical information be provided this complaint will be re-evaluated. A risk management review has taken place in relation to this complaint, the failure reported is captured within the file which contains maceration and delayed wound healing as failure effects as a result of treatment stopping before therapy completion. A review of the instructions for use found adequate warnings, precautions and instructions on steps to be taken in relation to this event. The first paragraph of the dressing kit IFU states: ¿carefully monitor the patient, device, and dressing frequently to determine if there are any signs of bleeding, exudate accumulation (pooling), infection, maceration, or loss of negative pressure wound therapy (npwt). The frequency should be determined by the clinician based on individual characteristics of the patient and wound. Npwt device are not designed to detect or issue an alarm condition based on the presence of bleeding or pooling.¿ factors that may affect charging the described failure mode, failure to charge and can potentially be caused, as a result of the device¿s inbuilt safety feature, inherent within numerous rechargeable devices. When the device is charging and/or in use, its temperature will naturally increase, this and other external factors such as ambient temperature and storage location can have an impact on the time it takes to charge. If the temperature of the device increases above a certain temperature, charging will pause until the temperature has reduced. Although the device will pause charging in these conditions, it will not impact on its ability to still provide, negative pressure wound therapy. In parallel we will continue to monitor for any adverse trends relating to this product range.